Event description:
It was reported that during a percutaneous coronary intervention, a distal stent damage occurred. The target lesion was located in the moderately tortuous unspecified vessel. A 3.50x20mm promus premier stent delivery system was used to treat the lesion. The promus premier stent came into contact with the port of guidezilla 145, 5-in-6 guide extension catheter. It was noticed that the distal part of the stent got lifted. The procedure was completed with a non-bsc stent and the guideliner. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).